Manufacturer narrative:
(B)(4). A test p cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with broken belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had a broken belt clip. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.